Event description:
It was reported that there were signal artifact monitoring (sam) episodes, a lead safety switch (lss), and noise on the right atrial (ra) lead channel with this pacemaker system. Technical services (ts) analyzed device episodes data and determined that there was minute ventilation (mv) noise and oversensing on the ra channel which resulted in a vector switch. There was a lss due to pacing impedance measurements greater than 3000 ohms. The device was programmed to unipolar configuration which resulted in noise. Ts provided troubleshooting and recommended an x-ray and further testing of ra lead. It was noted that the ra sensitivity was decreased to 1.5 mv and extraction will be performed in the future. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information received, this ra lead was explanted and replaced with a new ra lead. It was noted that the lead was fractured during extraction. There were noise and high capture thresholds observed. No additional adverse patient effects were reported. According to additional information, upon explant, there was severe tissue in-growth present which caused difficulty in removing this lead. No additional adverse patient effects were reported.

Event description:
It was reported that there were signal artifact monitoring (sam) episodes, a lead safety switch (lss), and noise on the right atrial (ra) lead channel with this pacemaker system. Technical services (ts) analyzed device episodes data and determined that there was minute ventilation (mv) noise and oversensing on the ra channel which resulted in a vector switch. There was a lss due to pacing impedance measurements greater than 3000 ohms. The device was programmed to unipolar configuration which resulted in noise. Ts provided troubleshooting and recommended an x-ray and further testing of ra lead. It was noted that the ra sensitivity was decreased to 1.5 mv and extraction will be performed in the future. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information received, this ra lead was explanted and replaced with a new ra lead. It was noted that the lead was fractured during extraction. There were noise and high capture thresholds observed. No additional adverse patient effects were reported.

Event description:
It was reported that there were signal artifact monitoring (sam) episodes, a lead safety switch (lss), and noise on the right atrial (ra) lead channel with this pacemaker system. Technical services (ts) analyzed device episodes data and determined that there was minute ventilation (mv) noise and oversensing on the ra channel which resulted in a vector switch. There was a lss due to pacing impedance measurements greater than 3000 ohms. The device was programmed to unipolar configuration which resulted in noise. Ts provided troubleshooting and recommended an x-ray and further testing of ra lead. It was noted that the ra sensitivity was decreased to 1.5 mv and extraction will be performed in the future. No adverse patient effects were reported. Currently, this pacemaker system remains in service.